Event description:
Head of the screw broke during insertion. Surgeon was unable to remove the screw with instruments on hand. The surgeon decided to cut off the screw head and leave the shaft in the bone. The procedure was extended by 20 minutes. Problem did compromise the construct, as the screw could not be used. There were no additional actions taken and no adverse patient consequence to date as a result of this situation.